Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system did not turn on. Review of the logfile shows a gap in system startup and the mains power was removed from the system when the system was off, indirectly confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the external eaton ups was in error mode, preventing the system from starting. The fse performed a remote assessment, confirmed no critical ups alarms, and verified it was safe to restart. While further troubleshooting, the customer identified main input, battery, and output breakers and performed a guided shutdown to fully power down the ups and after a 15-minute discharge, fse directed the correct power-up sequence and verified each power module in bypass and online modes. To resolve the issue, the fse guided the biomed by re-energizing the output breakers. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.